Event description:
During a transabdominal laparoscopic hernic repair, the eas jammed and the staples were not formed properly. A second eas was opened with the same results. The surgeon opened the third stapler and the same thing happened. The fourth eas worked and was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot ID. Deformed holder leg and a bent kick off spring. Abc)based upon the inquiry info rec'd, the visual examination and the functional test; ab)it was concluded that the reported inst's "staples were not formed properly" may have been due to a deformed holder. The inst was rec'd with a deformed holder leg and with a bent kickoff spring. The inst was cycled and fired the remaining 8 staples, of which none formed properly. It was concluded that the deformed holder resulted in the improperly formed staples. B)the inst was rec'd empty, with a deformed holder and with the anvil twisted. No functional testing could be performed due to the instrument being empty. Ab)no conclusion could be reached as to how the holders had become deformed. C)no conclusion could be reached as to what may have caused the reported incident. The inst was rec'd empty and no functional testing could be performed. Abc)each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve co's products.